Event description:
Loss of integration. Customer reported loss of integration w/ bone loss. Discovered during final visit to release for restoration.

Event description:
Loss of integration. Customer reported loss of integration w/ bone loss. Discovered during final visit to release for restoration.